Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. It was further reported that a few visible cuts were found on the transfer set that appeared to be due to the "blue roller". This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and cuts in the silicone tubing were identified. Functional testing, including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and a leak through cuts in the silicone tubing was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.